Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent undefined alarms occurred. Additionally, it was reported was reported that the load fill tubing step required more time and insulin than expected. There was no reported impact to customer¿s blood glucose. Additional information was not provided. The customer declined troubleshooting and follow up from tandem technical support.